Event description:
Nurse reported the intraocular lens was damaged during insertion causing a torn posterior capsule. Attempts to obtain additional info were unsuccessful.

Manufacturer narrative:
The lens was not rec'd for analysis, discarded by the account. No add'l reports were rec'd for lenses manufactured in this batch. Lens met engineering specifications prior to release.